Event description:
It was reported to medtronic minimed that the customer experienced cracked pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Damage to pump was caused by the customer and/or by normal wear and tear. No harm requiring medical intervention was reported. The customer discontinued to use of the device, mmt-1884l was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display due to severely corroded battery tube. The p-cap locks properly into the reservoir compartment. The pump was cut open to perform visual inspection. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked battery tube threads, stained keypad overlay, missing display cover, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. Cosmetic damage was confirmed at battery compartment (cracked) during analysis. Confirmed blank display due to severely corroded battery tube. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.